Manufacturer narrative:
The occurrence date was an unknown date in (B)(6) 2016. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized or treated for the event. On an unreported date, the patient's pd catheter was removed due to peritonitis and dianeal, extraneal and nutrineal therapies were discontinued. At the time of this report, the patient outcome was not reported. Additional information is not available.

Manufacturer narrative:
Upon further investigation, it was clarified that the peritonitis infection started prior to pd therapy. The infection occurred when the non-baxter catheter was inserted; therefore, the disposable device is no longer considered to have caused or contributed to this event. Should additional relevant information become available, a supplemental report will be submitted.